Manufacturer narrative:
By analysing different parameters, which included surgery workflow, post-operative results, fusion results and patient installation, the suspected root cause is movement of the head of the patient during the surgery. Patient head position and an unstable bed contributed to the head movement. No clear failure was detected.

Event description:
Inaccurate electrode placement: surgeon states that they were discrepancies between planned trajectories and actual position of electrodes.